Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The struts on row 1 from the distal edge were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulty occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending coronary artery (lad). Flushing was maintained throughout the procedure. The 2.5x24mm taxus liberte stent delivery system was advanced to the target lesion, but significant resistance was encountered during insertion and it was unable to cross. The procedure was completed with a 2.5x24mm non-bsc stent. There were no patient complications and the patient condition post procedure was reported to be "good". However, product analysis revealed stent damage.